Manufacturer narrative:
(B)(4). Evaluation: results - (other): visual inspection of the returned product showed the lens was split in half and there was dark surgical residue on the lens. (B)(4).

Event description:
The reporter stated that the surgeon inserted an aq2010v three piece silicone lens and the trailing haptic tore as the lens was inserted. The lens was removed and another same model was implanted without any pt injury. The reporter indicated that the incident was the result of a loading error.